Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating no commanded shocks or lead testing was done. The plan was to monitor the lead. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) reviewed the shock impedance measurements from the last year and noted a steady climb from about 65 ohms to the low 120 ohms range with some out of range. Ts discussed a slow, steady rise typically does not indicate a lead fracture and suggested performing commanded shocks to test the system. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated a commanded shock was performed as shock impedance values reached as high as 177 ohms. The shock revealed a fault code, so a revision procedure is expected to occur. At this time, the products remain in service. No additional adverse patient effects were reported.

Event description:
Additional information was received which indicated this ICD and rv lead were replaced. The rv lead was surgically abandoned. Fluoroscopy was performed during the procedure and a small gap in the proximal coil was identified. However, boston scientific technical services indicated that it did not appear to be related to the high shock impedances as the damage looked to be a stretched coil instead of a fracture. No additional adverse patient effects were reported.